Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a cylinder herniation on right side the patient had his inflatable penile prosthesis (ipp) cylinders and pump removed and replaced. Once the physician went to remove the cylinder, he noticed the tubing broke at the connector going to the reservoir. He also reported that the he exchanged the pump due to muck in system and was it was acting sluggish. The cylinders and pump were explanted and a new components consisting of a 18cmx12mm cylinders and pump were implanted. The patient status is noted as good. Should additional information be received, a supplemental report will be submitted.